Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it with no recurrence of the malfunction code. The customer was advised to call back if the issue reoccurred and acknowledged the instructions.